Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had an infection and was scheduled for explant surgery. The patient's generator and lead were explanted. Device history records were reviewed for both the generator and the lead products. Both devices were sterilized and passed all quality inspections prior to distribution. No additional, relevant information was received to date.